Event description:
A (B)(6) old male patient contacted zoll customer support to report a service code 204 when he powered on his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. During evaluation, the monitor displayed code 204. The cause for the service code was a defective y402 component on the c/a board. The y402 component is a smd crystal oscillator and is necessary for the monitor to communicate with the electrode belt. The root cause for the defective y402 component cannot be positively determined but is likely excessive strain placed on the component. No adverse event resulted from the defective oscillator. The patient was issued a replacement monitor.